Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/25/2024. Corrected information: h6 (medical device problem code -a0401). A review of the batch manufacturing records was conducted, and no related non-conformances were identified. The following information was received: I believe the suture failed during 4 different cases during a period of a week from which we reported the issue. As for other event recorded, however this is a new account to me. So if anything was reported pre the event I have submitted was done and I do not know the incident numbers the following information was requested: please advise did suture breakage occur during the event? Did fraying suture occur during the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. The following information was requested, and the following was received: please confirm the number of sutures that tear(fray) during this procedure. Please confirm the number of sutures that break during this procedure. Were there any patient consequences? Please perform and document the follow-up attempt for product return. Response received: we have had a few cases where this has happened. I believe several have broken during each case, but no patient has been affected by these breakages. I have cc'd the person who raised this issue and who may be able to comment further. I do have some a sample of the faulty so you can see the issues we are having. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, suture was tearing and breaking there were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please advise did suture breakage occur during the event? Did fraying suture occur during the event? Unfortunately, I have been given no further information than previously provided and have tried to gain further information with no success.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional device was received, and clarification was requested whether the product belongs to this complaint. It was confirmed additional product received does not belong to this complaint. Additional information was requested, and the following was obtained: could you please clarify if the additional device belongs to this complaint? If yes, did a device malfunction occur during the same procedure? If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. If the device was not reported before, please provide more details of device malfunction. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. Please discard of this product, going back through communications with the customer the only effected code and batch was w9923. I sent 2 boxes for 2 different complaints, and they should only be w9923